Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 13 previously reported events are included in this follow-up record. Product return status 11 devices were received. 2 devices were evaluated in the field. Event confirmation status 13 reported events were confirmed. Evaluation results 13 devices were found to be affected by missing paint chips.

Event description:
This report summarizes <noe> 13 </noe> malfunction events in which the device had paint chips missing. 13 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 13 events were reported for this quarter. Product return status: 11 devices were received. 1 device was evaluated in the field. 1 device investigation type has not yet been determined. Event confirmation status: 12 reported events were confirmed. Evaluation results: 12 devices were found to be affected by missing paint chips. Additional information: 13 devices were not labeled for single-use. 13 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 13 </noe> malfunction events in which the device had paint chips missing. 13 events had no patient involvement; no patient impact.